Manufacturer narrative:
Device available for evaluation? Yes; returned to manufacturer on: 09/02/2016; device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residues of viscoelastic (ovd) and loose particles/debris in the optic body compatible with handling the lens and suggesting the lens was handled/prepared for surgery. The debris scraped from the lens was analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the particle was consistent with a cellulosic material (i.e. Cotton, rayon, lint). The customer's reported complaint of debris on the device was verified; however the material is part of the surgical process and not associated with the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol), had a white spot that could not be removed. No patient contact reported. No further information was provided.